Event description:
Reportedly, during the implantation procedure, the ratchet noise was not heard when screwing at the (rv)is-1 connector level. It was reported that a slightly oblique screwdriver insertion respect to the cavity direction was observed. Physician tried to extract the lead connector, but it was confirmed to be tightened. Physician then tried unscrewing, without success. Electrical tests were performed and normal values were obtained (impedance, sensitivity and threshold). Device and rv lead were left implanted.

Manufacturer narrative:
Please refer to the attached analysis report.